Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 545 mg/dl. Customer had blood glucose levels of 540, 133, 103, 502, 490, and in the range of 400 mg/dl. Customer was treated with manual injection and insulin pump. Customer stated that there was little kinks in the tubing. Customer had nausea. Customer stated that the drive support cap was normal. Customer stated that the cannula was not bent. The insulin pump will not be returned for analysis.